Manufacturer narrative:
(B)(4). On an unknown date, the patient completed the course of antibiotics and their effluent was clear. At the time of this report, the patient was doing well and had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported that the patient had not received any treatment for the peritonitis. No information was provided regarding whether the patient was hospitalized for the event or whether dianeal therapy was ongoing. The outcome of the peritonitis was unknown. No additional information is available.